Event description:
While servicing coulter hmx cp hematology analyzer, field service engineer (fse) from beckman coulter, inc. (Bec) noticed that the tubing from blood sampling valve (bsv) to the mixing chamber had a small hole and was leaking bubbles. The leak was contained within the instrument. The diff sample line contains blood and control during operation and cleaning reagent at shutdown. The fse was wearing gloves and there was no exposure to mucous membranes or open wounds. The fse did not seek medical attention. The material safety data sheet (msds) was not reviewed, but there was an exposure control plan in place at the facility. No erroneous patient result was reported, and there was no death, injury or change to patient treatment attributed or connected with this complaint. The fse replaced the tubing, which resolved the leaking issue. The cause of the leak was a hole in the tubing from the bsv to the diff mixing chamber.

Manufacturer narrative:
(B)(4).